Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose, low blood glucose and issues with the insulin pump. Customer's blood glucose level went as low as 23 mg/dl and as high as 583 mg/dl. Customer advised they had fluctuating blood glucose levels which went from severely low to severely high over a 12 hour period. Customer treated their blood glucose via manual syringe. Customer advised their blood they were fine and did not have any other issues.